Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly calcified, moderately tortuous lesion of the distal cx (circumflex) measuring 3.0x12mm. Target lesion one was treated with predilation, placement of a 3.0x20mmtaxus liberte stent, and postdilation resulting in 10% residual stenosis. Moderate balloon withdrawal resistance from the taxus liberte stent was reportedly resolved by disengaging the guide catheter and multiple pullbacks with no patient complications. The patient was discharged two days post procedure on asa and plavix.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint. The root cause of this event is unknown. Device unavailable for return.